Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level due to this issue. Tandem technical support decided to send a replacement pump and provided detailed instructions to the customer, including how to put the faulty pump into storage mode, return it using a prepaid label, and set up their settings and continuous glucose monitor connection on the new device. The customer was also informed about the need to return the problematic pump within 10 days to avoid charges.